Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that a surgeon did a right hip revison due to failed component - head disassociated from the femoral stem. Surgeon revised the stem, head and liner. Cup remained and was well fixed. No additional information, x-rays or op reports available due to hospital policy.